Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin is squirting out during the manual prime process. He was trying to put in a new infusion set and the insulin pump pushed out one hundred units of insulin. Customer stated that insulin continues to drip out after he lets go of the act button during the prime process. Customer was not wearing the device during the priming process. The tubing connector or top of the reservoir was not wet with any liquid. Customer changed the infusion set and reservoir and tried to prime again. Insulin did not continue to drip after letting go of the act button. The motor did not slow down and the numbers did not ramp up on the screen. Customer was advised to discontinue use of the device and revert to back up plan. Explained that the force sensor did not detect reservoir during the seating process. Customer's blood glucose level was 215 mg/dl. Nothing further reported.